Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The sutures are still run from the anchor, through the cannula, and tied at the cleat on the handle. The anchor is broken and missing threads. A functional evaluation could not be performed on a damaged single use device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include use of excessive force during insertion, this can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair, the surgeon prepared the insertion site of the healicoil anchor with a golden awl. After inserting the tip of the anchor, 3-5mm from the tip cracked and broke off. The surgeon removed the anchor and pieces without modifying the original bone hole. The procedure was completed with non-significant surgical delay using a back-up device in the original bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).